Event description:
It was reported that during a ptci procedure on a proximal circumflex lesion, the zeta stent was placed across the lesion and inflated to 24 atm (contrary to IFU). Upon deflation, the stent was immediately retracted prior to full deflation (contrary to IFU) resulting in the system becoming stuck with the guide catheter. Further pressure was applied and the stent delivery system (sds) broke off inside the coronary system. The balloon was still partially inflated. An unsuccessful attempt was made to retract the distal segment using a snare, so the pt was sent for surgery to remove the product.